Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records reports multiple revisions occurring on the patient¿s right hip. On (B)(6) 2011, patient was underwent a revision procedure due to pelvic mass. Revision operative notes report fluid, abductor inadequacy, soft tissue mass, and black metallosis. The cup and head were removed and replaced with a biomet head and competitor cup. On (B)(6) 2012, patient underwent a revision procedure due to chronic instability due to abductor inadequacy. Revision operative notes report joint fluid and "metallish" black tissue. The liner and femoral head were removed and replaced. On (B)(6) 2012, patient underwent a revision procedure due to seroma and instability. Revision operative notes report grayish seroma. The liner and femoral head were removed and replaced with a biomet head and competitor liner. On (B)(6) 2012, patient was underwent revision procedure due to infection. Revision surgical operative notes report subcutaneous abscess with cloudy infected material. The femoral head was removed and replaced. Subsequently, on (B)(6) 2012, patient underwent a final debridement wherein the head was removed and replaced with the same head. On (B)(6) 2013, patient was underwent a revision procedure due to infection. Revision operative notes report purulent drainage. The head and femoral stem were removed. A small portion of the trochanter and medial calcar region were fractured during the process. The following day, the stem and head were removed and replaced with antibiotic spacers. On (B)(6) 2013, patient underwent an irrigation and debridement procedure wherein wound was closed. On (B)(6) 2013, patient underwent a reimplantation procedure . Revision operative notes report a palpable hip effusion, no connections to the abductors of the greater trochanter, and granulation soft tissue throughout. The cup, stem, and sleeve were replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Number 4 states, ¿loosening or migration of the implants.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2012-00944 and 1825034-2013-05793 / -05798).